Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results when compared to readings obtained on a unspecified competitor brand device and experienced a loss of consciousness. Customer had contact with a healthcare professional who provided orange juice and intravenous glucose for treatment of a hypoglycemia diagnosis. No further information was provided. There was no report of death or permanent impairment associated with this event.